Manufacturer narrative:
The device was returned to biosense webster for evaluation. Visual inspection and functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device [31254578l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force and visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole was observed on the pebax surface with reddish material inside. Initially, it was reported that when using qmode +, the catheter visualization disappeared, with high force readings. The catheter cable was replaced without resolution. The tx eco cable was reseated without resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported. The force and visualization issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 07-may-2024, a hole was observed on the pebax surface with reddish material inside. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 07-may-2024.